Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visible inspection found no visible damage to lens. Dimensional and functional inspection found lens to be in specification. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.0 diopter into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.